Event description:
Two electrodes had out of range impedances. An x-ray was taken. It was determined that the lead was fractured, which necessitated medical or surgical intervention. No pt symptoms were reported. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported with in a 30-day time frame. We are filing these late reports as directed by staff.